Manufacturer narrative:
Device codes have been updated to include the following for this event: (B)(4).

Event description:
On (B)(6) 2016, additional information was received from foreign healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause of the overdose/unconsciousness was "probably because of the drugs combination, dosage and that it must have been administered subcutaneously and in the pump pocket." The patient also received naloxone as one of the antidote drugs while in the intensive care unit (ICU). The drugs which were aimed to be refilled in the pump were; morphine (15 mg/ml) and clonidine (160 mcg/ml).

Event description:
On (B)(6) 2016, information was received from a foreign manufacturer representative (rep) regarding a patient who was receiving morphine (15 mg/ml, unknown dose) and clonidine (160 mcg/ml, unknown dose) via an implantable pump for an pain. On (B)(6) 2016, the patient's pump was refilled with 60ml of drug at approximately 13:30. The patient then experienced an overdose after the refill. The patient was not feeling well at home, and by the time an ambulance arrived, the patient was unconscious (about 1.5 hours after refill). The patient's reaction level scale (rls) was 8. The patient was admitted to the intensive care unit (ICU). The patient was currently awake again, but "not in orientation in what have happened or in time or orientation, rls 3". On (B)(6) 2016, they tried to aspirate and obtained 0 ml of drug in return. The pump was filled with 60 ml of saline. The rep stated, "it didn't work to removed the antidote to morphine 15 mg/ml". It was noted that "they" felt it was harder to refill and they had to apply more pressure to the syringe.